Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, white particles inner the shell and opening on anterior and radius. Leak test and microscopic analysis was performed which identified: striated opening on anterior and radius, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.